Manufacturer narrative:
(B)(4) MFR 3004753838-2019-034367 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an early transmitter end of life count down. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.